Manufacturer narrative:
The following fields have been updated: g.4. Date received by manufacturer: the date received by manufacturer has been updated to 2020-12-17.

Event description:
It was reported that while using a bd lsrfortessa¿ so leakage of biohazard not contained within instrument. There was no report of patient impact. The following information was provided by initial reporter: the leak was the broken wasteline connector on the instrument before it goes to the waste tank. So it was contaminated. 1. Was the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? Contained. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? 7. Was the customer / bd personnel physically in contact with the fluid? No. 8. Which part of the body was in contact to the fluid? Waste connector housing fortessa. 9. What personal protective equipment (ppe) was being worn? Yes, gloves. 10. Was there any impact to patient samples due to leak? No. 11. Was customer harmed / injured? No. 12. What is the current medical status?

Manufacturer narrative:
Medical device expiration date: na initial reporter fax#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1250, FDA patient problem code(s): 2199.

Event description:
It was reported that while using a bd lsrfortessa¿ so leakage of biohazard not contained within instrument. There was no report of patient impact. The following information was provided by initial reporter: the leak was the broken wasteline connector on the instrument before it goes to the waste tank. So it was contaminated. 1. Was the leak fluid or air? Liquid 2. Was the leak contained within the instrument? Contained 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Biohazard 5. Did biohazard leak before or after waste line? After waste line 6. Was the waste mixed with decontamination or bleach? 7. Was the customer/bd personnel physically in contact with the fluid? No 8. Which part of the body was in contact to the fluid? Waste connector housing fortessa 9. What personal protective equipment (ppe) was being worn? Yes, gloves 10. Was there any impact to patient samples due to leak? No 11. Was customer harmed/injured? No 12. What is the current medical status?

Manufacturer narrative:
After further review is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using a bd lsrfortessa¿ so leakage of biohazard not contained within instrument. There was no report of patient impact. The following information was provided by initial reporter: the leak was the broken wasteline connector on the instrument before it goes to the waste tank. So it was contaminated. 1. Was the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? Contained. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? 7. Was the customer/bd personnel physically in contact with the fluid? No. 8. Which part of the body was in contact to the fluid? Waste connector housing fortessa. 9. What personal protective equipment (ppe) was being worn? Yes, gloves. 10. Was there any impact to patient samples due to leak? No. 11. Was customer harmed/injured? No. 12. What is the current medical status?